Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). It was noted that this lead started as a left bundle branch (lbb) lead, but the position was changed to rv. Technical services (ts) noted that the plan was to bring the patient in for evaluation. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). It was noted that this lead started as a left bundle branch (lbb) lead, but the position was changed to rv. Technical services (ts) noted that the plan was to bring the patient in for evaluation. The lead remains in use. No adverse patient effects were reported. Subsequently, an x-ray was performed. It was discovered that this lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Event description:
It was reported that this right ventricular (rv) lead exhibited intermittent loss of capture (loc). It was noted that this lead started as a left bundle branch (lbb) lead, but the position was changed to rv. Technical services (ts) noted that the plan was to bring the patient in for evaluation. The lead remains in use. No adverse patient effects were reported. Subsequently, an x-ray was performed. It was discovered that this lead had dislodged. The lead was explanted and replaced. No additional adverse patient effects were reported. The lead was returned for analysis.